Manufacturer narrative:
Submitting follow up to reflect missing conclusion code in the initial emdr. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. The customer reported o2 concentration high alarms were not reproduced during test of the returned air gas module and o2 gas module in a reference ventilator, however o2 concentration low alarm were generated. The air gas module and the oxygen module were found to be oscillating during test in the production test system for gas modules. The oscillations in the air gas module were caused by the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. The oscillation in the o2 gas module was intermittent and root cause was not determined if oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The received device log confirms the customer reported problem. Please note a supplemental medwatch will be submitted to report the conclusion code at a later date. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high oxygen concentration while used on a patient. There was no patient harm. (B)(4).